Manufacturer narrative:
The pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. However, an unexpected grinding motor noise anomaly noted during rewind due to faulty motor. The pump was received with cracked case at display window corners, display window and battery tube threads. The pump was received with minor scratched lcd window, stained end cap sticker, and slightly loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he rewind piston on the customer's pump, prompted a loud noise. It was reported that the pump would be replaced. No further information provided.